Event description:
Boston scientific received information that this patient had an anterior wall mycardial infarction in 2005. In 2007, this patient was implanted with this implantable cardioverter defibrillator (ICD) after experiencing ventricular tachycardia (vt). The patient then experienced a vt storm, and was hospitalized immediately. This ICD was reprogrammed because the previous settings were not converting the vt arrhythmias. Therapy was delivered, but after a few beats, the vt started again. The decision was made to implant a new pg. Md commented it is important for physicians to understand that a pg may deliver the programmed therapy, but it might not be enough to stop the arrhythmias. The physician was not satisfied with the characteristics of this ICD. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD will not be returned for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.